Event description:
It was reported that occlusion alarms occurred. Ultimately the customer reverted to an alternate method of insulin delivery. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.